Event description:
Caller states that the device read 1.8 inr while the lab read 3.8 inr. The timeframe for this comparison was not provided. Caller reports an additional comparison where the device read 1.7 inr while the lab read 2.5 inr. No timeframe was reported for this comparison either. No treatment reported. No action taken based on device results. Requested return of suspect device, however customer reports they are only returning the meter.